Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were changing out their battery and received low battery. The customer states they then received message and the pump powered off. The customer's blood glucose level at the time of incident was unknown. The customer states they were waiting for new batteries to try. The customer states they would call back at a later time.